Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.